Manufacturer narrative:
Device evaluated by MFR is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle 1/2ml 8mm it was reported by the consumer that needle broke off, caused bleeding, and also 3 needles were missing. The following information was provided by the initial reporter: consumer stated for twenty years on and off, needles have broken off in his skin when taking injection.

Manufacturer narrative:
D4: medical device lot #: 2010796. D4: medical device expiration date: 31-jan-2027. H4: device manufacture date: 10-jan-2022. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2010796. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle 1/2ml 8mm it was reported by the consumer that needle broke off, caused bleeding, and also 3 needles were missing. The following information was provided by the initial reporter: consumer stated for twenty years on and off, needles have broken off in his skin when taking injection.